Manufacturer narrative:
Patient information is not available. Patient demographics was not provided by the customer the field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the affected locations. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The customer reported signal decreased /lost at the fs (forward scatter), fl1 and fl2 positions on their fc 500 flow cytometer. Erroneous patient results were generated, but not reported out of the laboratory. There was no reported death, injury or change to patient treatment.